Manufacturer narrative:
The reported event of pacing problem was not confirmed. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found the helix was damaged due to procedural damage and was clogged with blood/tissue. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. The tip stiffness test was performed, and all results were within specification. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The cause of the reported event of helix mechanism issue was isolated to the damaged helix due to procedural damage and the helix clogged with blood/tissue.

Event description:
It was reported that during initial implant procedure, it was reported that the lead was not pacing, and lead perforation was also noted. It was also noted that the lead helix was failed to retract. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2024. There were no patient consequences.